Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in fungal peritonitis. The breach was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion. At the time of this report the patient had recovered from the event and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.